Event description:
It was reported that whild using the bd plastipak¿ syringes there was blood backflow and leakage. The following was received by the initial reporter: there is a blood leakage from luer connection, so as well blood reflow into the syringe during hemodialysis procedure.

Manufacturer narrative:
H6: investigation summary photo received by our quality team for investigation. Through visual evaluation, syringe is observed connected with tubing, no defects or issue is observed. Unable to confirm incident based on images attached. Physical sample is necessary to further analyze. A device history review was performed for reported lot 2139657 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd plastipak¿ syringes there was blood backflow and leakage. The following was received by the initial reporter: there is a blood leakage from luer connection, so as well blood reflow into the syringe during hemodialysis procedure.